Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 remained activated after the branch was cut and the activation switch was released. Each time that the continued activation occurred it last about 3 seconds after intended activation was complete. The case was completed using the same device. Pa manually moved toggle to off position to avoid continuous activation. The hospital did not report any patient effects. Maquet cardiovascular anticipates the return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report wil be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).